Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Name and address for importer site: (B)(4). Similar to device under 510(k)/PMA: p140016. Investigation still in progress.

Event description:
Description of event according to initial reporter: when dr. Removed the yellow-hubbed shipping stylet from the tip, he found out that it is very difficult to remove it. He tried many times to remove the stylet. After removing the stylet, he found out that the dilator tip and sheath has separated. He holds the grey position and advances the sheath for letting dilator tip and sheath become smoothly. It is difficult to do it and the barb on the stentgraft has pierced the sheath. Therefore, we changed to the other zta and procedure went very smoothly. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the user had problems with removing the yellow-hubbed shipping stylet from the tip, prior to patient contact. After several attempts the stylet was removed, but the dilator tip and sheath had separated. The user advanced the sheath, with difficulties, while holding the grey positioner. This caused the barb on the stent graft to penetrate the sheath. Another zta was used instead and the procedure went well. No patient harm reported. The complaint device was returned for investigation. It was not possible to determine why problems were experienced when removing the shipping stylet from the product since the stylet was not returned. The inspection showed that two barbs from the stent graft penetrated the flexor sheath. The length between the sheath tip and dilator tip end was outside manufacturing specification, probably due to the described sheath and dilator tip separation. Additionally, a photo of the sheath with two penetrating barbs was received and supported the observations from the returned device evaluation. According to the IFU, implant procedure "take care not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath". Based on the event description and returned device evaluation, the cause for the barb penetration is sheath retraction and advancing by the user, while the stent graft is within it. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.